Manufacturer narrative:
The device was returned for analysis. Inspection showed no visible abnormalities. The device passed the curving test. There was no issue with deploying the array. The electrical test was performed and the device passed the test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that a pericardial effusion occurred. During a myocardial ablation procedure for paroxysmal supraventricular tachycardia in the left atrium, it was noticed that the heart movement of the patient was not good during mapping with an intellamap orion high resolution mapping catheter, so mapping was discontinued. The blood pressure during 10:35 tachycardia was around 70 mmhg. Then, catheterization to re-fix the position of a non-boston scientific (bsc) coronary sinus (cs) catheter and the location of a non-bsc right ventricle (rv) catheter was performed. A non-bsc right atrium (ra) was also used. At 11:00 tachycardia, the patient's blood pressure dropped to 30 mmhg. However, at the time of stopping tachycardia, it returned to normal blood pressure, and mapping was performed with orion. Mapping was performed from 11:07 until 22:55. After that, it was noticed that the heart function was not good. An echocardiogram was performed, it was observed that pericardial fluid was accumulated in the ra, so the procedure was discontinued. The blood pressure at the time of sinus was around 100 mmhg. The procedure was not completed "since it is under observation." Physician's comment on the possible cause of heart function became not good: it is possible that issues occurred in right atrium or right ventricle. Physician's comment on the possible cause of pericardial effusion: it is possible that the heart damaged by an electrode catheter. No issues (visual and functional) were observed on the orion catheter. No resistance was felt when manipulating the orion catheter. There was no adverse effect other than blood-pressure decreased and pericardial effusion. The patient recovered and discharged from the hospital in the week of (B)(6) 2019. No treatment (like drainage) was performed for the pericardial effusion. Since the pericardial effusion was not severe, the physician decided to take a wait-and-see approach and the patient went back to hospital ward. It was unknown which device caused or contributed to the event.

Event description:
It was reported that a pericardial effusion occurred. During a myocardial ablation procedure for paroxysmal supraventricular tachycardia in the left atrium, it was noticed that the heart movement of the patient was not good during mapping with an intellamap orion high resolution mapping catheter, so mapping was discontinued. The blood pressure during 10:35 tachycardia was around 70 mmhg. Then, catheterization to re-fix the position of a non-boston scientific (bsc) coronary sinus (cs) catheter and the location of a non-bsc right ventricle (rv) catheter was performed. A non-bsc right atrium (ra) was also used. At 11:00 tachycardia, the patient's blood pressure dropped to 30 mmhg. However, at the time of stopping tachycardia, it returned to normal blood pressure, and mapping was performed with orion. Mapping was performed from 11:07 until 22:55. After that, it was noticed that the heart function was not good. An echocardiogram was performed, it was observed that pericardial fluid was accumulated in the ra, so the procedure was discontinued. The blood pressure at the time of sinus was around 100 mmhg. The procedure was not completed "since it is under observation". Physician's comment on the possible cause of heart function became not good: it is possible that issues occurred in right atrium or right ventricle. Physician's comment on the possible cause of pericardial effusion: it is possible that the heart damaged by an electrode catheter. No issues (visual and functional) were observed on the orion catheter. No resistance was felt when manipulating the orion catheter. There was no adverse effect other than blood-pressure decreased and pericardial effusion. The patient recovered and discharged from the hospital in the week of (B)(6) 2019. No treatment (like drainage) was performed for the pericardial effusion. Since the pericardial effusion was not severe, the physician decided to take a wait-and-see approach and the patient went back to hospital ward. It was unknown which device caused or contributed to the event.